Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the intraocular lens (iol). Iol returned positioned incorrectly in the iol case. Substantial amount of solution is dried on the iol. The optic is broken into two segments. One haptic is broken and attached to the optic with the tip with solution. The other haptic is deformed. We are unable to determine the root cause for the reported complaint "haptic came off". The iol was returned in two segments, which is consistent with lens having been explanted. The product was subject to handling and the reported damage was highlighted post implantation. We are unable to verify if the product contributed to the event. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, the surgeon noticed one of the haptics was not attached properly. Surgeon decided to explant the iol during which the haptic came off as the iol was being rotated out of the bag immediately explanted and backup utilized during initial procedure. The procedure was completed on same day without any harm to the patient. Additional information has been requested.